Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The service history for the system was reviewed finding no relevant service record (sr) to the reported complaint event. However, the system was last serviced prior to the reported event per sr. The system was found to meet all cosmetic and performance standards, at that time. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate the manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that during cataract surgery an ophthalmic system exhibited surge during chop and quadrant removal mode of surgery eve after adjusting the parameters. During the irrigation and aspiration mode of the surgery the irrigation flow intermittently stops while performing hydro-implantation. The system also exhibited an issue with chamber stability throughout the surgery. Patient impact was not reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).